Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient's heart rate is not displayed properly causing harm and seriously affect the normal treatment of patients. The device was in use on patient at time of event.

Manufacturer narrative:
Philips reached out to receive additional information on the device issue and establish a cause of the system issue, but attempts were unsuccessful. No additional information was available at this time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.